Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values which occurred the same day after the sensor had been inserted in the arm. During the night, the patient would have had ¿high¿ cgm reading, and the patient experienced, ¿a coma,¿ which was understood as loss of consciousness, and was brought to the hospital by an ambulance. When a fingerstick was taken, the cgm was reading 14.1 mmol/l and the blood glucose reading was 1.0 mmol/l. The patient was treated with intravenous fluids overnight. The patient would have been hospitalized, but the reporter could not share more details about this. Although the report states the patient was hospitalized, the length of time in the hospital (less than or more then 24 hrs) is unknown. There was no documentation of further medical intervention. At the time of the report the patient feels fine. Data was evaluated and the allegation was undetermined. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).